Event description:
One half hour into the treatment, the ultrasonic air bubble detector activated. Microbubbles/foam noted at the pt needle site. Pt complained of chest pain, a general sense of discomfort, and shortness of breath. Pt was placed on the left side with head down. Chest x-ray and electrocardiogram clear.